Event description:
During instrument service, at the customer's facility, a beckman coulter field service engineer (fse) reported drift correction factor outside limits and sample count outside limit system errors involving the unicel dxc 600i synchron access clinical system. Upon samples reanalysis, the customer noted two total t4 patient results were erroneously elevated. The samples were then retested on an alternate access 2 system and the results were within the assay reference range. It is unknown if the total t4 results obtained were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The fse identified a faulty led (light emitting diode) and luminometer, and replaced both components. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the led (light emitting diode).